Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged meter inaccuracy began on the morning of (B)(6) 2013. The patient reported obtaining blood glucose readings of "119 mg/dl" on the subject meter and "69 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30% and/or 30 mg/dl. The patient informed the cca that he is on insulin pump therapy. It is not known if the patient was administering correction boluses in response to the alleged inaccurate high readings. The patient reported that 3 days after the alleged meter inaccuracy started, he developed symptoms of "numb mouth, nausea and not acting right." The patient informed the cca that he went to see his physician on (B)(6) 2013 and at the time of the visit he was treated with food and/or drink by his hcp. The patient confirmed that at the time of the office visit his blood glucose was tested with another device twice and it registered readings of "69 and 49 mg/dl". At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject products. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly was treated by an hcp for severe hypoglycemia after the alleged meter inaccuracy issue began.